Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response from the implantable cardioverter defibrillator (ICD). There was also intermittent atrial undersensing on the right atrial (ra) lead during af. The device and lead were reprogrammed and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).